Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that they were unable to exit the prime loop. The customer stated that the drive support cap was normal. Customer also reported to have received a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with a compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify or test for motor error alarm and motor position encoder error alarm due to the compromised force sensor system alarm. Pump received with minor scratched lcd window, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.